Manufacturer narrative:
G4:01dec2020. B4:02dec2020. An onsite fse evaluated the device, and the issue was confirmed. The fse replaced the data acquisition card. The unit successfully passed functional testing. The device is fully operational. Due to the malfunction, the patient was removed from the device; there was no user or patient harm. The device failed to meet specifications. The device was being used for treatment when the reported event occurred and there is a relationship of the device to the event. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 19oct2020, b4: 20oct2020. The field service engineer (fse) described the issue as the device had a black screen with a high pressure error message and advised to replace the data acquisition card. The fse replaced the data acquisition card, performed functional testing and all passed. The issue has been resolved. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date og report: 28aug2020.

Event description:
The device alarmed to a high pressure error and then turned off while in use. The device was in use at the time of the issue, however no patient harm was reported.